Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received multiple inappropriate shocks due to t-wave oversensing (twos). The device was reprogrammed and lead remains in use. No further patient complications have been reported as a result of this event.